Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
The patient suffered from phrenic nerve stimulation. Dislodgement of the lv lead into the high right atrium was diagnosed. Old lv lead was explanted and a new lv lead was implanted.